Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Upon receipt the actual pump involved was visually and functionally inspected. When a delivery accuracy test of 125 ml/hr and 25ml was performed, the device did not function with the specification. The issue was determined to have been caused by a faulty occlusion sensor. The occlusion sensor was replaced and the pump was re-calibrated, which corrected the issue. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: faster infusion rate than normal. No patient involvement. The issue was found during an annual inspection.